Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle, full length of the shaft, and in the distal sheath. There was no saline visible. The stent implant was not returned. The distal sheath was not retracted. The handle was returned disassembled and all of the internal mechanisms were returned outside of the handle. There was no damage noted to the internal mechanisms. There was a kink in the shaft 5cm distal to the strain relief tubing. There was no other damage noted to the sess. Dimensional and functional testing could not be performed because the handle was returned disassembled. Difficulty of deploying can be a result of, but is not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique, shaft kinks and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, there was a kink noted at the proximal end of the shaft, which would likely contribute to the deployment difficulty. If the shaft inner and outer lumens are kinked, this could cause resistance while attempting to rotate the thumbwheel and ultimately cause difficulty or failure to deploy. Although a cause for the kink could not be determined, the kink may be the result of handling or insufficient support of the handle during advancement. Reportedly, the absolute pro was used to treat the superficial femoral artery. It should be noted that the product instructions for use states: the absolute pro 0.035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it could not be determined if the off-label use caused or contributed to the reported deployment difficulty. A conclusive cause for the reported deployment difficulties and kinked shaft could not be determined; however, there is no indication to suggest a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records. All sheathed stents are visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are visually inspected for damage/kinks.

Event description:
It was reported that during the procedure in the heavily calcified superficial femoral artery, the absolute pro stent system was advanced to the lesion. Deployment of the stent was initiated; however, the thumbwheel did not rotate properly and the sheath only partially retracted from the stent. The stent was ultimately fully deployed at the target lesion by opening up the handle and manually pulling the sheath. The procedure was prolonged approximately 30-40 minutes. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received.